Event description:
The customer reported that the regulator error displayed during a procedure, and was not able to neither save nor x-ray. John stated that the problem occurred in the middle of a procedure, he rebooted the system to clear errors and complete the procedure. No pt injuries were recorded.

Manufacturer narrative:
The service rep could not duplicate the problem. He verified all dc voltage in the generator, reseated the regulator board and boards connected to it, checked for any loose connections. Checked unit operations, unit functions as intended.